Manufacturer narrative:
A sample has been requested for evaluation.

Event description:
"Leakage from the silicone tube was indicated." The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with this incident according to baxter.